Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that patient mentioned equipment not charging past 50%. Agent attempted to clarify which device was not charging over 50%, agent did not get a clear answer. Patient called back on (B)(6) 2024 and mentioned they changed setting from p4 to p5 and were at 1.2 and things weren't working for them because symptom wise they were getting worse and worse at 1.2v but after lowering stimulation to 1.1v the pt wasn't having any symptom issues today.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past couple of months has been going to the bathroom an awful lot of at night and has to wear heavy duty pads and depends on all the time. When asked, patient said that the last time made an adjustment was about a month ago and decreased the setting quite a bit and then increased the setting a little bit however said that doesn't feel anything weird. Patient also said last recharged about a month ago. With instruction, patient connected to implant and received the por message which also stated that stimulation was off. When asked, patient doesn't recall if turned stimulation on after last recharge session. Patient turned stimulation on. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.